Event description:
The patient was considering having the pump explanted. Approximately 1.5 years ago, the pump felt like it was dropping down some. He could only wear sweat pants. He tried to wear jeans, but they cut into him. The patient had also been getting ¿bumps and cysts on the spine over the catheter site¿. The patient had several MRI and CT scans. The pump was being turned down, so it could be explanted. The patient was told that it would be another 10 months of titrating the pump down; the patient was wondering why it had to take another 10 months. The patient was taking oral pain medications. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient was going to have the pump removed next month. The patient stated that the pump was about to work its way out of his belly right now. The patient had the pump placed in order to get off pain pills. After 2 years of having the pump, he ¿can't even walk his dogs because something is pinching a nerve and goes to both of hips and can hardly walk across the street and takes 2-3 days to mow the lawn¿.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-07-21 information was received from a consumer via crts (customer response tracking system) about the (B)(6) male patient that had been receiving dilaudid (hydromorphone) (10mg/ml, 4.496mg/day) via an implanted infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. The consumer stated that the pain in his hips was gone since the pump was removed about three weeks ago&#55336;around 2015 (B)(6)). It was "pushing on a nerve or something" and he couldn't even walk his dogs because, he couldn't walk any distance before, per the consumer.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n169798001, implanted: (B)(6) 2008, product type: catheter; product ID 8578, lot# n173030003, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).